Manufacturer narrative:
Device not returned, f/u with company representative.

Event description:
It was reported a physician performed a kyphoplasty procedure. After 15 minutes, the cement was still liquid, after 23 minutes the cement was still soft. No add'l info was reported.